Event description:
Warmer was turned on by nurse prior to delivery. Pt was not in warmer. Smoke & flames broke out of detachable line cord connector. Clip was present on line cord. Nurse blew out flames & disconnected unit from wall receptable. Line cord and line cord receptacle were examined. Hot pin on receptacle had partially melted and the line cord connector was burned. Line cord and receptacle are available.